Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. On (B)(6) 2021, approximately one year post index procedure, there was noted to be thrombus on the watchman device. No additional information is known at this time. It was further reported that a pericardial effusion did not occur.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that a pericardial effusion and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. On (B)(6) 2021, approximately one year post index procedure, there was noted to be thrombus on the watchman device. It was also noted that the patient had a pericardial effusion on the same day. No additional information is known at this time.